Event description:
The customer reported that, during a hysterectomy procedure, the jaws of the subject device came off. They were retrieved from the patient using a laparoscopic grasper and the procedure was completed using another similar device after a five to ten minute delay to retrieve the jaws and open another device. The subject device was sent to olympus for evaluation. During inspection and testing, the probe was found to be broken off at the proximal end. This report is being submitted for the malfunction found during evaluation (broken probe). There was no impact on the patient as a result of the event.

Manufacturer narrative:
During inspection and testing, the probe was found to be broken off at the proximal end. The broken piece of the probe tip was not returned. The break started from the origin of a crack caused to the probe. There was a mark in the probe which came in contact with the non-insulated area of the grasping section and was abraded against it. The proximal side of the tissue pad was worn away and there was a mark in the non-insulated area of the grasping section which came in contact with the probe and was abraded against it. The coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the broken probe. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the probe broke because "seal and cut¿ output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad came in contact with the probe. As a result, the pad was worn away causing the non-insulated portion of the grasping section to touch the probe. ¿seal and cut¿ output was then activated and the scratches indicating the probe and grasping section were in contact with each other were made. The probe then received an output load in "seal and cut" mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. The probe then broke when some load was added. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad." "If the grasping section, metal-exposed area around it or the probe tip gets stuck tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 31-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.